Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france (ofr). Ofr checked the subject device and found that there was no failure on the subject device. The subject device was sent back to the user without any repair. Ofr requested the facility three times to provide the information regarding reprocessing, however the facility did not provide and ofr could not obtain it. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based upon the investigation result, omsc considered that the relation between the reported phenomenon and the subject device was low.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Channel: klebsiella pneumoniae and escherichia coli (the total is >100 cfu/endoscope.) Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.